Event description:
Pt up to void urine and noticed small amount of fluid on floor below IV chemo and paged. Rn checked pump and rate at 2200 and floor was dry. Pump stopped, chemo cleaned per protocol, tubing sent to pharmacy, med once pm provider notified. New tubing and connectors placed and chemo restarted. Devices will be returned only if mfrs provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or pt contact.